Manufacturer narrative:
Visual inspection: the sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. The sample does not have white tape. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check, the anesthesia bag got disconnected from the connector. No white tape was wound over the connector. No patient injury reported.